Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The thermal damage was identified during the procedure when the nurse was cleaning the instrument. There was instrument collision with an unspecified energy instrument during the procedure. There was no arcing observed and no injury to the patient.

Event description:
It was reported that after a da vinci-assisted distal pancreatectomy surgical procedure, the fenestrated bipolar forceps instrument had a melted insulation layer. The user completed the procedure using a backup fenestrated bipolar forceps instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No fragments and no thermal damage were observed. The instrument passed electrical continuity test. Additional observation(s) not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.070¿ - 0.251¿ in length and were not aligned with the tube axis.